Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation following a report of the device stopped ventilating. Although the issue was noted in the device log, it could not be duplicated during testing. The forensic memory showed a 1060 service code on 6/3/25, which indicates an exhalation system failure. This alarm is triggered when the pip (peak inspiratory pressure) does not return to baseline for three consecutive breaths, suggesting the failure of the exhalation control valve. The device stops ventilating and tries to discharge circuit pressure. Possible causes include blockage or kink in the exhalation valve or tubing. The device advises replacing the breathing circuit and restarting the ventilator. The device passed all functional testing using test circuit, and test lung. Internal inspection resulted in no findings. There was no fault found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.